Event description:
It was reported that when the patient presented for a wound check, high capture threshold and poor sensing were noted. A higher pacing output was programmed. The patient presented in the ER with palpitations the following week. The lead was capped and replaced after repositioning was unsuccessful. It was concluded that the cause of the issue was the location of the lead, as the replacement lead exhibited the same poor values in the same location but good values at another location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found.